Manufacturer narrative:
Correction: updated from 'stryker spine- leesburg' to 'k2m, inc.' Visual, dimensional and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: temporary metallic internal fixation devices- patient selection and compliance is extremely important. Based on fatigue testing results, the k2m range spinal system has been determined to be substantially equivalent to predicate devices however, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc., which may impact on the performance of this system. Spinal implant surgery on patients with conditions listed under contraindications may not be candidates for this procedure. The patient must be made aware of the limitations of the implant and that physical activity and load bearing have been implicated in premature loosening, bending or fracture of internal fixation devices. The patient should understand that a metallic implant is not as strong as a normal, healthy bone and will fracture under normal load bearing in the absence of complete bone healing. An active, debilitated or uncooperative patient who cannot properly restrict activities may be at particular risk during postoperative rehabilitation. Potential risks identified with the use of this device system which may require additional surgery include device component failure, loss of fixation, non-union, fracture of the vertebra, and neurological, vascular or visceral injury. Cutting, bending, or scratching the surface of metal components can significantly reduce the strength and resistance of the implant system and should be avoided where possible. These, in turn may cause cracks and/or internal stresses that are not obvious to the eye and may lead to fracture of the components. Especially avoid sharp or reverse bends and notches. Special protection of implants and instruments during storage is recommended when exposed to corrosive environments such as moisture, salt, air, etc. Implanting metals and alloys in the human body subjects them to a constantly changing environment of salts, acids and alkalis which can cause corrosion. Putting dissimilar metals (e.g. Titanium and stainless steel) in contact with each other can accelerate the corrosion process which in turn may enhance fatigue fractures of implants. Thus ever effort should be made to use compatible metals and alloys. Fretting or wear at the interface between components of a device may also accelerate the corrosion process and may lead to the generation of wear debris which has been associated with localized inflammatory response. The k2m spinal implants are intended to provide temporary stabilization. If an implant remains implanted after complete healing it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus the benefits when deciding whether to remove the implant. Postoperative- adequately instruct the patient. Postoperative care and the patient's ability and willingness to follow instructions are two of the most important aspects of successful healing. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. Metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate postoperative management to avoid refracture. Periodic x-rays for at least the first year postoperatively are recommended for close comparison with postoperative conditions to detect any evidence of changes in position, nonunion, loosening, and bending or cracking of components. With evidence of these conditions, patients should be closely observed, the possibilities of further deterioration evaluated, and the benefits of reduced activity and/or early revision considered. Surgical implants must never be reused. An explanted metal implant should never be reimplanted. Even though the device appears undamaged, it may have small imperfections and internal stress patterns which may lead to early breakage. As the broken screw was not available for evaluation, the root cause could not be determined conclusively. It is possible the failure occurred in fatigue. Screws at the most caudal level of the construct are subjected to more stress. Dynamic motions can compound cantilever forces, resulting in screw fracture. Pseudoarthrosis may have also contributed to residual motion within the construct.

Event description:
A patient underwent revision surgery approximately two years after implantation to address a broken mesa 2 deformity polyaxial screw at l4 and non- union. A physician reported a patient experienced lower back pain and "left side stabbing pain."

Manufacturer narrative:
Location of the device is unknown.

Event description:
A patient underwent revision surgery approximately two years after implantation to address a broken mesa 2 deformity polyaxial screw at l4 and non-union. A physician reported a patient experienced lower back pain and "left side stabbing pain."